Manufacturer narrative:
(B)(4). Batch # u93h0v. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In addition 4 malformed clips were received inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when preparing device before using on patient, doctor found the 360 degree rotation function was broken, and couldn't rotate the device so he ordered a new one. It is unknown how procedure was completed there was no patient consequence.